Event description:
A mayfield skull clamp was reported to have slipped on a pt during brain tumor surgery. The skull clamp was mounted to the pt's head. It was then noted that there was an unusual noise that came from the clamp. The pt's head became loose and the head slipped slowly down from the skull pins. The pt incurred three 25 cm long streaky scratches or incisions under her skin.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.